Event description:
Related manufacturer report number: 2017865-2022-01576. During an in-clinic follow-up, it was noted that there was an increase in capture threshold that resulted in a loss of capture and an episode of undersensing that resulted in a loss of sensing on the right atrial (ra) lead. Fluoroscopic imaging was performed and revealed a dislodgement of the ra lead due to twiddler's syndrome. The ra lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.